Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2024. During the procedure, it was impossible to fix the suture into the patient's tissue. Several suture wires were used until the bullet needle was mismatched and got stuck in the tissue. The detached needle was left in the patient. The procedure was extended, and another capio slim device was used to successfully complete the procedure. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual analysis identified that there is no visual of any physical damage in the carrier. During functional inspection, the carrier was able to move in and out of the cage, and the cage was able to catch the suture when the device was activated. Additionally, the reported patient symptom of unretrieved device fragment is a known risk associated with the use of a capio device and it is noted as such in the device instructions for use. Based on the information available and analysis results, the report of unretrieved device fragment is a known patient adverse event. Regarding the dart detachment, the investigation findings did not identify any visual or functional evidence of the alleged issue. A conclusion code of no problem detected was assigned to this investigation. Correction to blocks d2a, d2b, and g4.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2024. During the procedure, it was impossible to fix the suture into the patient's tissue. Several suture wires were used until the bullet needle was mismatched and got stuck in the tissue. The detached needle was left in the patient. The procedure was extended, and another capio slim device was used to successfully complete the procedure. There were no patient complications as a result of the event.